Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600mg/dl. The customer was hospitalized for diabetic ketoacidosis and dehydration and was treated with insulin drip and fluids for dehydration. The customer's mother stated that the customer lost the insulin pump and was off of it for approximately twelve hours and but the time it was found, the customer already had high blood glucose. The customer was not wearing the insulin pump during the hospitalization but for less than 48 hours. The insulin pump will not be returned for analysis.